Event description:
The customer reported that a piece of the device broke off into the patient and was retrieved. There was no patient injury.

Manufacturer narrative:
(B) (4). The device was returned with the cord cut off. The alleged broken piece was not returned with the device. The device was fully inspected and all components were intact.